Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "reads continuous pump not working" which was confirmed and reproduced as a system error 105. System error 105 was found to be caused by a failing motor with severed motor mount screws. One of said screws was found lodged between gears. The failed motor assembly and screws were replaced. (B)(4).

Event description:
It was reported that a spectrum pump experienced the symptom of "reads continuous pump working" , which was clarified during baxter's evaluation as a system error 105. It was also reported there was no patient involvement.